Manufacturer narrative:
This report is submitted on september 13, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011.

Event description:
Per the clinic, the patient experienced pain, headaches and a decrease in performance with device use, resulting in the decision to explant. The device was explanted on (B)(6) 2016, and the patient was reimplanted with a new device during the same surgery.